Event description:
It was reported that a patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal puncture was performed without fluoroscopy guidance. The puncture was not done at its most ideal position. A 35mm wm flx pro device was opened after cross validating appendage measurements from computed tomography scan and transesophageal echocardiogram (tee). The physicians still tried to see if using trusteer sheath would compensate for the inadequate transseptal position. It was tried multiple times to position the wm flx pro device correctly in the appendage, but the position of the device was not acceptable. Hence, it was decided to fully re-capture the wm flx pro 35mm device within the trusteer sheath and remove both. In removing the watchman sheath and device, a pericardial effusion flagged. The physicians right away called for sterile trays and all the equipment needed for drainage of pericardial effusion. At this point, about two to three 60cc syringes of blood had been extracted. The physician then decided to go for a second transseptal. The second transeptal puncture successfully. The trusteer sheath and the 35mm wm flx pro device were re-introduced and deployed in the patient. At this time, the physicians were pleased that the implant of the wm flx pro helped 'block' the leak. The patient effusion was starting to pool again. The physician decided to release the 35mm closure device which was well positioned in the appendage. Additional drainage was then performed, but the patient went into cardiac arrest. The nurses performed heart massage. The patient experienced severe bradycardia, and hypotension (arterial tension low 16 high 34). A defibrillator (200 joulesx1) was used and life cell was used to give additional blood units. A code was called in the hospital to advise the surgery team. Protamine was given to the patient. The patient seemed to stabilize slightly, but the effusion persisted. The physician kept removing 60cc syringes of blood from the patient. The patient remained in the interventional cardiology lab under active resuscitation and was reported to have died. The physician suspected that the inadequate transeptal location caused the watchman trusteer access system to rub against the ridge and possibly caused a small tear in the appendage. There was no perforation noted on any imaging. The cause of death was determined to be tamponade. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not returned for analysis, however, the reported allegations of pericardial effusion, bradycardia, and cardiac perforation are confirmed based on the media provided. Additionally, cardiac arrest, cardiac tamponade, hypotension and death cannot be confirmed due to the absence of supporting evidence in the provided media. Additionally, the device has not been returned to bsc for analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter and patient codes (f6 and h10), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred.during a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal puncture was performed without fluoroscopy guidance. The puncture was not done at its most ideal position. A 35mm wm flx pro device was opened after cross validating appendage measurements from computed tomography scan and transesophageal echocardiogram (tee). The physicians still tried to see if using trusteer sheath would compensate for the inadequate transseptal position. It was tried multiple times to position the wm flx pro device correctly in the appendage, but the position of the device was not acceptable. Hence, it was decided to fully re-capture the wm flx pro 35mm device within the trusteer sheath and remove both. In removing the watchman sheath and device, a pericardial effusion flagged. The physicians right away called for sterile trays and all the equipment needed for drainage of pericardial effusion. At this point, about two to three 60cc syringes of blood had been extracted. The physician then decided to go for a second transseptal. The second transeptal puncture successfully. The trusteer sheath and the 35mm wm flx pro device were re-introduced and deployed in the patient. At this time, the physicians were pleased that the implant of the wm flx pro helped 'block' the leak. The patient effusion was starting to pool again. The physician decided to release the 35mm closure device which was well positioned in the appendage. Additional drainage was then performed, but the patient went into cardiac arrest. The nurses performed heart massage. The patient experienced severe bradycardia, and hypotension (arterial tension low 16 high 34). A defibrillator (200 joulesx1) was used and life cell was used to give additional blood units. A code was called in the hospital to advise the surgery team. Protamine was given to the patient. The patient seemed to stabilize slightly, but the effusion persisted. The physician kept removing 60cc syringes of blood from the patient. The patient remained in the interventional cardiology lab under active resuscitation and was reported to have died. The physician suspected that the inadequate transeptal location caused the watchman trusteer access system to rub against the ridge and possibly caused a small tear in the appendage. There was no perforation noted on any imaging. The cause of death was determined to be tamponade. The device is not expected to be returned for analysis (disposed).